Event description:
It is reported that customer received an absence of vibrate anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Findings: unit failed to vibrate during self test due to broken red vibrator motor wire. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).